Event description:
Regarding mechanical ventilator: respironic espirt #(B)(4). The mechanical ventilator was connected to a pt on assist control mode. The machine shut down without provocation. The power cord was connected to the red outlet and there were no changes made to the machine settings prior to the incident. The machine displayed error code "9003" and would not power up. The pt was ventilated via ambu-bag and the mechanical ventilator was replaced. There was no adverse outcome or injury to the pt.